Event description:
Additional information was received indicating that the battery status was ok but the impedance was still high. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that during a periodic tablet data download, high impedance was identified for the patient. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.